Event description:
It was reported that a cartridge alarm occurred during the load sequence. Customer continued to use the pump, however a replacement pump was sent to resolve the issue. There was no adverse impact to the customer¿s blood glucose level.